Manufacturer narrative:
The original plate implanted and removed during the case was; (B)(4); anterior cervical plate assembly, 3-level, 042mm. No evaluation possible. The implants or identifying lot numbers have not been provided. Additional information provided by the sales rep on 4/14/2015 indicated the user facility lost the implants during the cleaning process. He also stated the screw push thru was due to a little angulation during insertion. Both the surgical technique (lit-84315) and instructions for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.

Event description:
While inserting a 3-level trestle luxe plating system, one of the screws passed completely through the plate and into the patients bone. During the screw removal, the plate got twisted and may have compromised/deformed the locking mechanism in the process. The plate was removed and replaced with a 45mm trestle luxe plate. There is some concern that the patient may have complications later because the plate is larger than what was needed.